Manufacturer narrative:
The results of this investigation concluded a tear was observed in cusp 1, and fibrous pannus ingrowth was observed on the outflow surface of cusps 1 and 2. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tear and pannus formation was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Event description:
This 23 mm sjm trifecta valve (unknown model & lot/sn) was successfully implanted in 2011. At a follow-up in 2014, valve function was observed to be abnormal and clinically over the last year the patient had progressive worsening clinical condition due to acute aortic regurgitation. The valve was explanted on (B)(6) 2015 and replaced with a 21 mm edwards perimount magna valve. At explant, a rupture of the coronary/non-coronary commissure was found.